Event description:
I have been told I need a hysterectomy at 39 due to essure causing severe pain in my uterus. I had intended to do ivf with my new partner and now I will have no uterus. Surgery will be in (B)(6) 2021 just waiting for insurance. Feels like a poker inside my uterus jabbing me. FDA safety report ID# (B)(4).